Event description:
Pt brought to cardiac cath lab to replace iabp intra-aortic balloon pump, due to no waveform. Upon replacing iabp found kink in catheter. Removed and replaced with new one. No harm or injury to pt.